Manufacturer narrative:
Investigations: the implant was not available for eval. The pt had an infection and the dr feels there was no issue related to the product. The surgical technique was not followed as there were no screws in l3 and the screw on the right in l5 did not have a nut holding down the clamp. Conclusions: breakages are possible undesirable effects which are described in the instructions for use. The reported incident is not a product related failure and does not question the efficacy of the passmed system.

Event description:
The rod broke on the left side just above the clamp at l4. The l4 screw broke on the right side. There was no screws in l3 and the screw on the right in l5 did not have a nut holding down the clamp. The pt had an infection and the dr feels there was no issue related to the product. He will revise using the pass lp and the 6mm rods. Distributor mentioned that the surgeon didn't fault the system. He also believes the surgeon didn't put one of the nuts on the screw.